Event description:
Prior to a dialysis treatment, there was an autotest failure reported. There was no pt involvement. A tech at facility examined machine and replaced the ultrafiltration pump thermal fuse.

Manufacturer narrative:
A review of dtf hist ory does not apply. A review of cpf history for specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to field. Complaint 0195195c3 describes an autotest uf test failure, but for prv drifting, not uf pump issues. A secondary search of dtf history for this product is not possible. Test results/analysis and date recorded: facility tech, with telephone assistance from mes, found uf (ultrafiltration) pump thermal fuse to be opened (failed). Thermal fuse was not returned to MFR for investigation since it was replaced by customer. It has been seen previously that a failed thermal fuse is caused by wax inside fuse melting, which causes fuse to open. This is whan fuse is designed to de. Previous investigations have determined that wax melts at correct temperature. It is not known at this time what causes was to melt. A review of cpf history on 12/14/96 shows that there have been no further incidents of this nature, indicating that condition was corrected by action taken. This was not one of termal fuses replaced as part of field action to correct thermal fuse failures. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify ultrfiltration system integrity, it is recommended in operator's manual that autotest be performed: prior to first treatment of day, if machine has been turned off, if a pt weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). Operator is also instructed to perform a kut comparison of calculated value to actual value after treatment begins. This verifies that ultrafiltration rate is as expected. However, if thermal fuse fails after treatment begins, there is no alarm and treatment could be completed with insufficient weight removal. Only indication of failure after treatment began would be a drop in ultrafiltration rate. It is concluded that failed thermal fuse caused reported incident. Customer contacted: n. Sales/service contacted by investigator: y. Training required: n.